Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a procedure for micro endoscopic discectomy at l5-s1. The surgery took 4 hours and with 900 ml of bleeding. The cause of the incident was a pre-existing vascular tumor. No other patient complications were reported. No product malfunction was reported.